Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room due to hyperglycemia. The patient's blood glucose (bg) levels were around 300 mg/dl while wearing the pod between 5 and 24 hours on the arm. The patient previously had angina that caused an infection and high bg's. Symptoms reported include coughing and headache. As treatment, insulin was administered via syringes and a new pod was placed. The patient was released after 1 hour. The pod was removed at the hospital.